Manufacturer narrative:
The reason for reoperation is due to use error. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side device had "port for saline infusion inside out" and explained "te was inserted in the other way around." The device remains implanted.